Event description:
Additional information was received from the health care provider that reported that the manufacturer representative did most of the troubleshooting and that they had positioned the charger at multiple orientations and they never got more than 2 bars. On (B)(6) 2016 it was confirmed under x-ray the inability to charge and the health care provider physically flipped the device 180 degrees around its axis. The cause of the poor coupling, inability to charge, and the implantable neurostimulator being tilted/too deep was believed to have occurred due to the implantable neurostimulator flipping on its axis. The poor coupling and tilted/deep implantable neurostimulator was resolved at the time of the report, and the patient was instructed to contact a surgeon for a pocket revision if it occurs again.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain on (B)(6) 2016. It was reported that there was poor coupling. Repositioning the antenna over the implantable neurostimulator, ensuring that the belt was positioned properly, and performing an antenna locate did not resolve the issue. This had started occurring in (B)(6) 2016. The patient was redirected to his health care provider to help get coupling boxes. There were no patient symptoms reported. Additional information was received from the patient on (B)(6) 2016 that reported that it was difficult and the patient was unable to charge. The most that the patient can get is 2 coupling bars. After repositioning the antenna, it didn¿t resolve the issue and the patient was still getting poor coupling. The patient could communicate with another external device. An antenna locate session did not resolve the issue. The implantable neurostimulator was tilted and possibly flipped. The implantable neurostimulator was too deep and the patient couldn¿t see the outline of the device. It was noted that these issues had been occurring since implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.